Event description:
Davinci xi endowrist staple reload 30 green was not recognized by robot, reload was not used replaced with a new 30 green endowrist staple reload. Non used load was given to charge nurse. Ref 48630g, lot m90220313, exp [redacted date].